Event description:
The patient was admitted and diagnosed with inferior stemi (st-segment elevation myocardial infarction). The patient was taken to the cath lab. After successful balloon angioplasty, the cardiologist initially selected a 275 mm x 32 mm drug-eluting stent and with the assistance of the guideliner deployed this in the mid right coronary artery. He then selected a 3.0 by 22 mm stent to overlap this more proximally. This stent was felt to be too long and therefore, the cardiologist wanted to exchange it for a smaller length stent. Surprisingly, with the next fluoroscopy, it was noted that the stent markers from the previously retracted stent were still overlapping with the aforementioned stent. Specifically, the stent had come off the stent balloon and was in the mid rca (right coronary artery) overlapping the previously deployed stent. Attempts to retrieve the stent were unsuccessful. Arrangements were made to transfer the patient to (B)(6) for an emergent CABG (coronary artery bypass graft). Patient did expire at (B)(6).